Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was found to be kinked approximately 27.0 and 128.0 cm from the hub. Conclusions: evaluation of the device revealed a distal kink in the 5max ace catheter shaft. This damage can be caused by mishandling in preparation or during use. In addition, if the catheter is gripped forcefully or otherwise pinched similar damage can occur. Further evaluation revealed another kink in the proximal region of the 5max ace catheter shaft. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the vertebral artery to treat a basilar stroke using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, while advancing the 5max ace through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and therefore decided to remove the 5max ace. Upon removal, the physician noticed that the 5max ace was kinked. The procedure was completed using a new 5max ace and the same neuron max. There was no report of an adverse effect to the patient.